Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a severely angulated, heavily calcified, 90% stenosed lesion in the circumflex artery. The physician attempted to advance the oad to the distal side of the lesion, but the oad could not cross the lesion. The physician performed three low-speed treatments from proximal to distal. Glideassist was utilized to deliver the oad to the distal side of the lesion and two high-speed treatments were performed distal to proximal. Cineangiographic imaging was observed and there was a driveshaft fracture noticed. The physician was able to retrieve the fractured component with a guide extension catheter. Another device was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The oad was returned with a driveshaft fracture located at the distal edge of the crown. The guidewire was engaged in the fractured distal driveshaft section. Driveshaft flexing at the weld location can initiate fatigue failure. Scanning electron microscopy (sem) analysis identified possible fatigue striations at the site of the driveshaft fracture. This can occur when the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of the event could not be conclusively determined. When tested, the device functioned as intended. The diamondback 360 coronary orbital atherectomy system indications for use advises "performing treatment in excessively tortuous or angulated vessels or bifurcations may result in vessel damage or device requiring retrieval". The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).